Manufacturer narrative:
G.6 : corrected data this file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, a probe was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on november 8, 2016. There were 558 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample revealed a broken nitinol tip. Inspection under a microscope did not reveal any noticeable burrs. The sample was inserted into three different 25ga trocar cannulas and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter, (the values are listed as: 0.0200 to 0.0205 inches). The sample¿s outer diameter was measured to be 0.02025-0.0203, meeting specifications. Although the nitinol tip was missing from the sample, no problem could be found with the remaining portion of the laser probe. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser probe did not fit through the 25ga trocar. Additional information has been requested.